Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient was hospitalized with diabetic ketoacidosis and hyperglycemia, and her mother believes the insulin delivery of the infusion device is too low. The patient's blood glucose was 384 mg/dl at 12:00 am. On (B)(6) 2013, and she delivered 2.0 iu of insulin via the infusion device. Her blood glucose was 245 mg/dl at 7:35 am, and her mother delivered 1.0 iu of insulin via the infusion device. The patient felt sick and vomited. The following blood glucose readings and insulin delivery amounts were also reported: 256 mg/dl and 0.5 iu at 9:10 am, 285 mg/dl and 1.0 iu at 11:00 am, 282 mg/dl and 1.0 iu at 12:10 pm, 331 mg/dl and 2.0 iu at 1:30 pm, and 385 mg/dl and 3.5 iu at 2:35 pm. She was taken to the hospital by her mother at 3:00 pm. A physician removed the infusion device at 4:00 pm, and she received an electrolyte and insulin infusion. Her blood glucose was 137 mg/dl around 3:00 pm on (B)(6) 2013, and her physician restarted the infusion device. Her blood glucose increased to 147 mg/dl at 4:47 pm and 464 mg/dl 7:00 pm. The infusion device was stopped again at 5:00 am on (B)(6) 2013, and she was released from the hospital that afternoon. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.